Event description:
It was reported that the patient developed an infected pocket for the implantable cardioverter defibrillator (ICD) system. On (B)(6) 2025, the ICD system including the left ventricular (lv) lead was explanted successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).